Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. Analysis of the device was performed and it was determined that it had entered in safety mode. A device replacement procedure has been scheduled. This device remains in service. No further adverse patient effects were reported.